Event description:
Procedure type: inguenal hernia repair. According to the reporter: after the dissection balloon was inflated and space was created, the balloon was deflated properly. The balloon completely tore away from the dissector cannula while removing part 2 of the system. The detached balloon portion remained in the pt and had to be removed by the surgeon. The extraperitoneal space was successfully created and the procedure was completed successfully. The surgeon used a blunt tip trocar as the camera port. No know pt injury was reported. The balloon was successfully removed from the pt however this did prolong the procedure by 10 minutes.

Manufacturer narrative:
(B)(4).